Manufacturer narrative:
This complaint report meets the reporting criteria of an FDA MDR report based on the reporting precedence established for the non expansion of evolution stents after implantation. The info received relating to this event is currently being investigated. A follow up MDR will be submitted with the investigation conclusions.

Event description:
The device was used to perform an endoscopic duodenal stent placement. At first the stent would not deploy easily due to severe tortuosity, but eventually it started to deploy. However, the stent tip expanded in a shape of inverted funnel. The stent was then recaptured and the second attempt of deployment was performed. However, the stent tip expanded in a shape of inverted funnel again. The user stopped using the device and the stent was recaptured into the delivery system and the device was removed from the pt. Another evo-22-27-12-d was used instead and the procedure was completed with this device. There have been no adverse effects to the pt reported. This event is FDA MDR reportable based on the reporting precedence established for this device family for stent not expanding. The info received relating to this event is currently being investigated. A follow up MDR will be submitted with the investigation conclusions.